Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was that the ECG c and d cable, trunk cable and part of the ECG a and b cable were missing. The root cause for cut wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.